Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor will not power up) has been confirmed. As received, the monitor was resetting. The cause of the monitor not powering on was an intermittent bga connection. During power up the monitor was resetting at the second splash screen, indicative of a failure at u500 on ca board (B)(4). The intermittent connection was likely inducted by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) male patient's son called zoll customer support to report that the patient's monitor would not power on. The patient was issued a replacement monitor.